Event description:
It was reported, "the specialist nurse placed catheterization on the patient and found that there was a floc foreign body in the catheter package when tearing the central venous catheter package for peripheral intubation, and immediately replaced a new central venous catheter package for peripheral intubation. No abnormality was found and it was used normally."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a foreign material is inconclusive due to the state of the returned sample. One photograph of an open tray from a groshong catheter kit was returned for evaluation. An initial visual observation of the photograph showed a small, dark material within the open kit tray. While a material can be seen in the kit tray in the returned photograph, the open state of the tray made it difficult to determine when the kit tray came into contact with the material. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "the specialist nurse placed catheterization on the patient and found that there was a floc foreign body in the catheter package when tearing the central venous catheter package for peripheral intubation, and immediately replaced a new central venous catheter package for peripheral intubation. No abnormality was found and it was used normally."